Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that they had received error alarm thrice and compromised force sensor system as well. It was reported that the self-test was performed and was passed. The customer was advised the pump will need to be replaced and was also advised to refer to back-up plan, per healthcare professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify compromised force sensor system alarm and external flash crc error alarm due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.